Event description:
It was reported that during the lap gastric bypass procedure, it was reported by the surgeon that the stapler only fired 3/4 of a staple line and would not cut. No pt consequence. The device will be returned.